Event description:
The customer reported that the 9800 system locked up with a keyboard error during a case. The 9800 system had to be rebooted and the procedure was completed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The filament was calibrated during the service call. This malfunction may have resulted in a possible accidental radiation occurrence.